Event description:
The customer reported a cartridge alarm, specifically alarm 30, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the customer, who will use a backup insulin pump to maintain insulin delivery. The customer was instructed to return the malfunctioning pump to tandem within 10 days using the provided return box and pre-paid label, and they acknowledged these instructions.